Event description:
It was reported that during a lobectomy, the staple malformed at distal part of staple line. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 06/11/2007.